Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 118 mg/dl. The customer stated he was unable to troubleshoot during the call because this was a past event, which occurred one month prior. Advised customer to do a complete infusion set change as soon as possible. The customer declined returning the infusion set and reservoir for analysis. Nothing further reported.